Event description:
It was reported that when using the bd pyxis¿ es refrigerator, system was suspected to be failing. The temperature monitoring system had been alerting staff that the device was out of range. However, the fridge display showed that the temperature was within range, while the monitoring system did not reflect the same reading. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had power failure issues. A field service engineer (fse) was reported that by an employee who stated that sparks were observed when attempting to resecure the power cable at the back of the refrigerator. The fse identified that the refrigerator was powered off due to a damaged and loose power cord. The power inlet was inspected and found intact, and the power cord was replaced. The refrigerator was powered on and identified that the temperature was out of range. The fse replaced the temperature probe and confirmed that the refrigerator was reading the temperature accurately. Fse advised the staff to report to the pharmacy because the medications would likely need to be wasted. Fse also advised that the refrigerator required few hours to get back to normal temperature. The system functioned as intended after the field service engineer repaired the device.